Event description:
The product was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the incomplete staple line to complete the procedure. The hospital has reported the pt's condition is satisfactory.